Manufacturer narrative:
Investigation of the returned components found the introducer to be in good condition and without damage. Visual inspection of the returned pusher revealed the pusher was kinked. Additionally, the implant was found damaged and stretched at the proximal end, and was separated from the pusher. The investigation determined the separation was consistent with the implant experiencing tensile forces that exceeded the strength of the monofilament rather than a normal detachment using a detachment controller. The physical evaluation of the device could not identify the conditions or circumstances that led to this condition, but it is consistent with the implant becoming stuck on previously placed coils during the repositioning process.

Manufacturer narrative:
The lot number was provided. A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was returned to the manufacturer. The investigation is currently underway. The instructions for use (IFU) identifies premature or difficult coil detachment as potential complications associated with use of the device.

Event description:
It was reported that an embolization coil implant stretched and then detached unexpectedly during positioning in an aneurysm. The detached coil was removed with a snare device without incident. There was no reported patient injury.